Event description:
According to the customer, there have "multiple" occurrences where the "distal port begins leaking" within an "hour to a couple hours" of use.

Manufacturer narrative:
According to the customer, there have "multiple" occurrences where the "distal port begins leaking" within an "hour to a couple hours" of use. The customer reported the tubing is leaking "lactated ringers and propofol". The customer reported they replaced the IV tubing after the reported incident occurred. The customer reported the "patients are fine". The customer reported no serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.